Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient experienced a high blood glucose level. Level gets as high as 469 mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The device is not being returned. No further information available.